Event description:
Pacemaker dependent pt with possible rv lead fracture prior to death. Device interrogation noted a rise in the rv threshold and impedance in the month before death. Autopsy results for confirmation of condition of the lead are pending.